Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause is in progress through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4)a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The evaluation results were inadvertently omitted in the initial medwatch report. The reported condition was confirmed but not duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Event description:
The facility representative reported a colleague infusion pump with failure code 808:02. This problem was identified upon power-up. There was no report of patient involvement, injury, or medical intervention necessary. During the product evaluation at baxter, it was discovered that failure code 808:02 occurred during infusion, which caused an interruption during delivery. No additional information is available. The user interface module master software version for this device is 5.09.90, categorized as remediated.